Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse called to report that the customer's insulin pump shut off. The call was transferred to the customer for troubleshooting, but the call got disconnected shortly after. Customer has moved per the woman who answered the telephone number that we have on record, and she didn't have a new number for customer. Nothing further was reported.